Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. A ge healthcare service representative was not informed of this reported fault. No repair was made and the unit was returned to service. Please refer to MDR 2112667-2017-00576 which documents another occurrence and the resolution of this issue.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested. There is no report of patient injury.